Event description:
In 2009, patient reported an e4 (occlusion) error occurred in the middle of the night while the infusion device was in use. Patient stated her blood glucose was elevated to over 200 mg/dl due to the occlusion error. Patient reported her blood glucose range has been "up and down". Patient bolused 4 units of insulin while on the call to correct for the elevated blood glucose. Patient stated the infusion adapter has never been changed. Advised to change the adapter with every 10th cartridge change. Patient disconnected tubing from headset and activated the priming function; issue did not persist. Patient changed the headset, reconnected tubing to headset and activated the priming function; issue did not persist. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the infusion headset for evaluation.